Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the pump unexpectedly reset. The pump displayed a low battery alert and reset alarm. The customer stated the pump battery gauge was at 85% and has been depleting as expected. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge and successfully resumed insulin delivery.